Event description:
It was reported that the implantable pulse generator (ipg) device rhythm strip from a transtelephonic monitoring (ttm) showed a magnet rate of vvi 65 and the patient's device had been programmed to at vvi 75. It was also reported that the physician felt the device should be changed because of "suspect" ttm and device battery issue. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.